Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a hawkone directional atherectomy along with a spider fx embolic protection along with a 7fr sheath and a non medtronic guide wire to treat a severely calcified lesion in the left distal popliteal. The vessel diameter and lesion length were 6mm and 80mm respectively. The vessel is moderately tortuous. The lesion was not pre dilated but post dilated. IFU was followed for spider fx during preparation, procedure and post procedure. There was no difficulties/resistance experienced when spider fx was advanced. It was reported that the filter detached. The hawkone device was advance with force distally, instead of in a slow and controlled manner, the device entered the spider filter, forcing it off the end of the wire. The filter was retrieved successfully using a snare. The lesion was tamponaded with a pta balloon. The hawkone device was used along with a 7fr sheath, a spider fx 014 guide wire and 6mm embolic protection. Procedural stroke cinradiography images are available. IFU was not followed for hawkone during preparation, procedure and post procedure. There was no diffi culties/resistance experienced when hawkone was advanced. It was reported that the hawkone device passed through a calcified lesion in the distal popliteal, with several passes. By physician forcing hawkone nosecone through the spider filter, despite requests to stop at the advice of the rep and assisting physician, the spider broke off the wire. No pre-procedure runs were taken below the knee to provide a baseline. Following the spider detachment and retrieval, few runs were taken to check for distal embolisation. A vessel dissection occurred due to the hawkone forcefully advancing through the spider filter. The cutter driver device was inspected with no issues noted. The device was prepped per the IFU. No alleged product issue reported for the cutter driver.